Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted; unknown if patient anatomy met criteria for indications for use. No conclusion can be drawn at this time.

Event description:
In 2009, the patient had implant of a 25-16-120bl bifurcated device, a 25-25-75l proximal extension, and a 20-20-55l limb extension. Follow up CT revealed a proximal and distal type I endoleak. Three months later, the patient was treated with 25-25-55l and 25-25-95rl proximal extensions. A distal leak persisted and will be left for monitoring.